Event description:
The device was used during an oesophagus procedure. Reportedly, the staple line did not hold and bleeding occurred. The surgeon manually sutured to complete the procedure. The hosp has reported no pt injury occurred.